Manufacturer narrative:
Additionally, investigation found an 0x67 alarm in the device data, indicating occlusion during runtime (one or both wires have 6 or more timeouts in the last 15). Timeouts were observed at the end of the data. However, no abnormalities were observed in the rotational sensor data. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. Inspection of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Therefore, a root cause could not be determined for the observed hazard alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 325 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.